Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial lead was intermittently undersensing the patient's persistent atrial fibrillation (af) and causing mode switching. The lead remains in use. No patient complications have been reported as a result of this event.